Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event; the instrument shows signs of repeated use and the anterior section of the post feature has fractured off. DHR was reviewed and no discrepancies were found. The fracture is consistent with either bending overload, however, the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02225, 0001822565-2019-02226, 0001822565-2019-02227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The instrument was returned fractured and in need of replacement. No patient involvement or adverse event was reported.